Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Report received from (B)(6) by synthes (B)(4) indicates that a surgeon treated a pt with a l5-s1 pedicle screw construct. At an unk time post-op, the rods slipped out of the pt's clickx screws and locking caps bilaterally. Per the report; the pt required medical surgical intervention and no further information will be made available to synthes. This is the 5th of 10 reports submitted on this event.